Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of a low result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas 6000 e 601 module. The initial result was 63.97 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The doctor was expecting a high result because the patient seemed to have been over-stimulated during the in vitro fertilization process. The sample was repeated using a 1:10 automatic dilution and the result was 295.3 pg/ml. The sample was repeated again after pre-diluting the sample 1:2 and then by an instrument dilution of 1:100 and the result was 6728 pg/ml. The customer is questioning why dilution significantly changes the results. These repeat results are not valid as product labeling indicates the concentration of the diluted sample must be > 240 pg/ml. Result variations which occur independently are magnified by the dilution factor. Depending on the diluent, artificial results can be obtained. Matrix effects are introduced when the actual sample consists mainly of diluent. The change in the results where the sample is diluted is not a sign of non-linearity but rather an effect of the sample itself. The customer also repeated the sample by the abbott method after a manual dilution x10 and the result was 160 pg/ml. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. No pre-analytical issues were identified.

Manufacturer narrative:
The correct estradiol iii result is the initial result of 63.97 pg/ml. The increase in the non-valid dilution test results were caused by a residual analyte concentration present in the diluent multiassay. This increase is magnified by the dilution factor. A similar issue with a high dilution factor may have been present when the sample was run by the abbott method. Dilution handling is covered in product labeling.